Manufacturer narrative:
Per tandem user guide: do not use any other insulin with your system other than u-100 humalog or u-100 novolog. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple occlusion alarms occurred. Customer reported using apidra insulin. Customer changed cartridge and infusion set to address the occlusion alarm and successfully resumed insulin. Additionally, it was reported that the customer experienced a low blood glucose (bg) level of 40 mg/dl with an unknown cause. Bg was addressed via consumption of carbohydrates. Review of customer's data by tandem technical support indicated the pump and related supplies were functioning as intended. The customer was instructed to consult with healthcare provider regarding bg level.